Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that the patient was unable to communicate with the external devices after an unrelated procedure. Troubleshooting was attempted to no avail and the ipg was confirmed inoperable. Surgical intervention was undertaken wherein the ipg was explanted on (B)(6) 2019. Therapy was restored post-procedure.